Event description:
Per the clinic, the patient experienced a performance decrement, pain at the implant site, and tinnitus with and without device use, resulting in discontinued use of the device. Reprogramming attempts were made; however, the issues could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2012; it is unknown if the patient was reimplanted with a new device. This report is filed (B)(4), 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.